Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as a conduit for an unknown device during an unknown endovascular procedure on an unknown date. It was reported by the hospital that the sentrant sheath had been used beyond the use by date. No adverse event has been reported against the patient. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.